Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated "when I lay down and I put it to a certain level, when I get up, I'm executed, I'm electrocuted". The patient asked if there was "any way to adjust for different positions? I know there was a way with the old one, but I just got the new one". Troubleshooting was not done on the call because the patient had lost their controller when they moved recently and they were getting a replacement. The patient was directed to their healthcare professional. No further complications were reported/anticipated.